Event description:
An o2 flowmeter caught on fire after being used for a period of 4 straight days. The o2 source caused the flowmeter to burn rapidly. Son of pt was in the room. He removed the face mask from the pt. He knocked the burning flowmeter off the wall which extinguished the fire.